Event description:
Scd (sequential compression device) machine was turned on and started prior to induction of anesthesia and prior to start of case. Rn (registered nurse) noticed scd screen was off at 1055. Multiple troubleshooting steps undertaken. Despite being turned back on, machine did not display a start button option. Malfunctioning machine removed from service and replaced with working machine.